Event description:
The patient claimed that the buttons required several presses to activate the desired pump functions. The keypad is reportedly intact .there was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/21/2015-product analysis:the device was returned and evaluated by product analysis on 04/13/2015 with the following findings:the complaint was unable to be duplicated or confirmed with investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed all keypad buttons were appropriately responsive. There was no evidence of keypad contamination found under the key contacts.